Event description:
The event involved a microclave¿ clear neutral connector during infusion. The report stated that the umbilical line leaking at connection between microclave and line. Line finger tightened and found well secured. The line was removed and replaced with peripherally inserted central catheter (PICC) line for ongoing fluid/nutrition management. Both microclave and umbilical line retained. There were no defects noted before the product was used. There was no apparent harm/ no serious harm reported. It reached the patient/person and caused inconvenience.

Manufacturer narrative:
Received one used mc100 microclave for inspection. Dried up fluid residuals were observed in the housing of the one used mc100, typical of internal leakage. The microclave was leak tested per product specifications. There was no leakage. The reported complaint can be confirmed based on the fluid residuals. The probable cause is unknown. Without the return of the mating device, a comprehensive failure investigation cannot be conducted.